Manufacturer narrative:
The pump remains implanted and in use by the pt and the manufacturer is attempting to acquire the suspect system controller for analysis. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 8 months post-implant, it was reported that the pt was turning from side to side in bed and her system controller alarmed. The system controller displayed "driveline disconnected" for approximately 5 1/2 minutes. After a few minutes the pt had lost consciousness and after the 5 1/2 minutes the pump had restarted. It was also reported that the pt had checked the driveline and all other power cables and everything was connected properly. The pt's spouse had contacted the vad coordinator at the hospital while a red heart alarm was sounding. The pt was taken by ambulance to the hospital. The hospital team replaced the system controller and will perform an x-ray of the driveline.